Event description:
The rptr stated that rptr did meter to hcp meter comparison tests, 10 mins apart. Rptr stated that rptr's new meter had a reading of 377 mg/dl, and that the dr's office meter (type unknown) result was 267 mg/dl. Both tests were capillary. No symptoms were reported. A control solution test was above range 151 (100-150). No harm was alleged.